Event description:
The user was suffering from pain, dizziness and experiences a strong noise with the device. The user had her magnet exchanged in april 2022 but it could not resolve the issues with the device. The user experienced the noise when the coil was moving over the implant site. The user was reimplanted on (B)(6) 2022. During the reimplantation surgery movement of the magnet was noticed.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. The device is working within specification. Also, the magnet does not show any abnormalities. According to the information received from the field the device was explanted due to noise, pain and dizziness whilst using the device. Despite requested no further information on the observed symptoms has been received. This is a final report.

Event description:
The user was suffering from pain, dizziness and experiences a strong noise with the device. The user had her magnet exchanged in (B)(6) 2022 but it could not resolve the issues with the device. The user experienced the noise when the coil was moving over the implant site. The user was reimplanted on (B)(6) 2022. As per device explant report form, symptom leading to explantation was movement of the magnet and disconnection.